Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6).

Event description:
It was reported that during a routine inspection by the hospital's equipment department, the cs100 intra-aortic balloon pump (iabp) unit reports an error: automatic inflation failure. After the malfunction occurred, the hospital no longer used the equipment. There was no patient involved.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,d9,g3,g6,h2,h3,h4,h6(type of investigation, investigation findings, component codes,investigation conclusions), h10,h11. Corrected fields: b3,d1,d4 (version#,catalog#,UDI#). Additional fields: e1(event site stae: (B)(6)). It was reported that the cs100 intra-aortic balloon pump (iabp) has automatic inflation failure. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. After the machine was turned on, the machine reported an error: automatic inflation failure. After the failure occurred, the hospital no longer used the equipment and no one was injured. The machine has been replaced with a 5000-hour maintenance kit on (B)(6) 2024. The machine has been repaired, but the hospital is temporarily using the spare parts contract and cannot close the order. They have urged the hospital to proceed with the final process. The hospital has archived the replaced spare parts and cannot return them to the factory for investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6,h10,h11 corrected fields: h6 (investigation findings, investigation conclusion). It was reported that the cs100 intra-aortic balloon pump (iabp) has automatic inflation failure. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was conducted the fault diagnosis and found the 5000h maintenance kit was damaged and needed to be replaced. The equipment has been repaired and is waiting for the hospital payment process and now the order is closed, and the spare parts cannot be processed for the time being. After waiting for the hospital to notify the invoice, the spare parts will be processed. The equipment has passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and is ready for clinical use.

Event description:
N/a